Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp)unit has safety disk out of box failure and failing pim leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. The getinge service territory manager(stm) that discovered the issue evaluated the iabp unit. The membrane difference pressure was found to be 8mmhg, which exceeds the acceptable limit of 6mmhg. The fse replaced the safety disk. The unit passed all functional and safety tests. The following investigation was performed the failure analysis and testing department (fat). The failure analysis and testing department received a safety disk p/n 0202-00-0140,, with a reported that the ¿pim leak test failure¿. Performed visual inspection of the safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. The test (30 minutes) did not trigger the reported problem. Retaining the safety disk in the failure analysis and testing department per procedure.